Event description:
It was reported that the device was explanted due to infection. The patient was doing well following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.